Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to both (B)(4) but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review.

Event description:
The nurse reported that while adding diluent to the vaccine vial it started coming out of the side of the hub. Since all of the diluent did not get in the vial they are unsure if the mixture is the proper ration and are asking if there is a way to calculate the proper ratio or salvage the vaccine no information was received regarding any serious injury as a result of this product malfunction. This complaint was initially reported to pfizer and pfizer forwarded to mckesson.